Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the patient has coronary arteriosclerosis heart disease and an abnormal heart rate. They use a ventilator to assist breathing and undergo a CT scan outside. After the examination, a sudden ventilator malfunction occurs and a blower malfunction alarm is triggered. Additional information received. Patient had to be hand bagged. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: the patient has coronary arteriosclerosis heart disease and an abnormal heart rate. They use a ventilator to assist breathing and undergo a CT scan outside. After the examination, a sudden ventilator malfunction occurs and a blower malfunction alarm is triggered. Additional information received. Patient had to be hand bagged. No patient harm or consequences.